Event description:
The customer reported to olympus that the gastrointestinal videoscope had a foreign object near the tip of the forceps. The issue was found during reprocessing and there were no reports of delays or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the phenomena identified in b5 was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle was identified as a silicone based substance. There was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: IFU states detection methods in gif 1200n series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif 1200n series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.